Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a vibratory alert. Upon interrogation, high voltage lead impedance was out of range. Device reprogramming resolved the issue and the patient is in stable condition.